Manufacturer narrative:
Reasonable attempts were made to obtain information including patient information, treatment settings and patient photos from the user facility however none were received. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported event. A review of device label states: warning - - sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun. Additional info sep 28 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility to obtain patients status. No additional information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
It was reported that one (1) patient sustained a burn following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the patient had sun exposure following the treatment. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.